Event description:
Customer reported back-to-back blood glucose results of 97 mg/dl, 306 mg/dl, 472 mg/dl, 157 mg/dl, 105 mg/dl, 269 mg/dl, and 104 mg/dl within 12 minutes on the aviva system. Also reported back-to-back blood glucose results of 337 mg/dl, 98 mg/dl, 107 mg/dl, and 101 mg/dl within 10 minutes on the aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.